Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Death is listed in the promus everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting with a 2.5 x 15 mm promus in the mid left anterior descending (mlad) artery and a 3.5 x 23 mm promus in the proximal left anterior descending (plad). The site reported an event of congestive heart failure (chf) with an onset date of (B)(6) 2014. On (B)(6) 2014, 1747 days post index procedure, the patient died. The patient was not taking aspirin or clopidogrel at the time of the event. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.